Manufacturer narrative:
The product has been requested back for an investigation. The device has been disposed of however, a follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes," for 2 hours or more when scanning the adc freestyle libre 2 sensors. On (B)(6) 2021, as a result of the customer not being able to monitor their blood glucose, the customer experienced dizziness and sweating and was unable to treat themselves. Hcp contact was made and the customer was given oral liquid glucose for the treatment of hypoglycemia. Adc customer service attempted to follow up with the customer 2 times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the error message, "scan again in 10 minutes," for 2 hours or more when scanning the adc freestyle libre 2 sensors. On (B)(6)2021, as a result of the customer not being able to monitor their blood glucose, the customer experienced dizziness and sweating and was unable to treat themselves. Hcp contact was made and the customer was given oral liquid glucose for the treatment of hypoglycemia. Adc customer service attempted to follow up with the customer 2 times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.